Manufacturer narrative:
Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the device for the preloaded johnson and johnson (jnj) intraocular lens (iol) was bent at the wrong angle. Reportedly, something with the tip was bent or wrong. The issue was observed when inserting the device into the patient¿s right eye. The cartridge tip had patient contact but the lens was stuck inside the cartridge. The procedure was completed with another jnj iol model dib00 18.5 diopter. There was no patient injury, no incision enlargement, vitrectomy, or sutures. The patient is doing well.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: oct 9, 2024. Section h3: evaluated by manufacturer: yes . Device evaluation: the device was inspected under magnification. The complaint device was received with the plunger rod partially advanced. The plunger rod was observed to be bent/overriding a lens that was stuck in the cartridge tip. Viscoelastic residue was distributed through the length of the cartridge and the cartridge tip was bent/damaged in a way consistent with damage that may have occurred during shipping. The cartridge was also damaged around the lens. The lens module was inspected and presented with no damage however viscoelastic residue identified which could have contributed to the complaint event. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no issues. The lens could not be removed for evaluation. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.